Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿white crystallized contamination in the a/w channel¿, was confirmed. The foreign material which appeared to be a simethicone type of product was found but the origin could not be specified. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). However, it was stated in the investigation that the presence of this contamination highlights a customer handling and reprocessing issue. It was confirmed that the section of the device with the foreign material residue had no deformation. An intermediate repair was required to replace the contaminated channels and return the instrument to the OEM specification. The customer was trained by olympus for processing practice in accordance with IFU. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: light cover glasses adhesive pitted, optical cover glass adhesive pitted, distal end cap worn, distal end adhesive lifting, insertion tube protector split, control body grip worn, control body aspiration housing coloured ring worn, control body air/water housing coloured ring worn, switch condition ¿ hole in the button, plug body ¿ leaking, plug body production labels ¿ damaged, scope connector ¿ water ingress, up/down angle not to specification, left / right angle not to specification and up/down brake not holding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope button 1 not working. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that the air water channel had remnants of white crystallized contamination within the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.